Event description:
It was reported that during a da vinci si procedure, a cable on the large needle driver instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a frayed grip cable. The frayed cable sections were in various lengths sticking out at the wrist. The frayed grip cable also became derailed. The idler pulley exhibited pulley face and rim damage. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.